Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symphony toric intraocular lens (model zxt300, +21.0 diopter) was implanted in the left eye of a (B)(6) male patient on (B)(6) 2017. Reportedly, the lens was repositioned on (B)(6) 2017. The lens was then explanted on (B)(6) 2017 and replaced with a multifocal lens (model zlb00, +21.0 diopter). The multifocal zlb00 lens was also explanted on (B)(6) 2017 and replaced with a third lens (model zct300, +20.5 diopter). The explanted lenses were disposed of by the customer. No further information was provided. This MDR is to record the second explanted lens zlb00. A separate report will be filed for the lens zxt300.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.